Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition and loss of capture. Technical services (ts) reviewed device data and noted that this was caused by frequent lv premature ventricular contractions (pvc) and noted that thresholds have been at 5v. Ts recommended evaluating a different pacing vector. The patient planned to follow up with their health care professional (hcp). This lead remains in service. No additional adverse patient effects were reported.